Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h6, h10, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Medical records were not provided. Legal documentation was provided and reviewed. Based on the legal documentation, the reported event can be confirmed. However, no medical documentation was provided to support the legal allegation. With the available information a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Unknown metal head item# unknown lot #unknown. G2. Report source: italy. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient had a hip replacement and approximately 16 years post-implantation patient suffers pain and discomfort, and elevated metal ion levels were found. A revision surgery was subsequently performed approximately 17 years post-implantation. Due diligence is in process and to date no additional information has been provided on the reported event.